Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure the inflation device was contaminated. While the physician was unpackaging the encore inflation device "dirt" was found inside the sterile pouch. This device was not used during the procedure. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure the inflation device was contaminated. While the physician was unpackaging the encore inflation device "dirt" was found inside the sterile pouch. This device was not used during the procedure. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned inside the tray and tyvek seal. An examination of the tray confirmed the presence of foreign matter inside the tray; however, the foreign matter was not in the fluid path of the device. A microscopic examination of the foreign matter confirmed that no loose fibers were present ruling out the possibility that the foreign matter was cardboard. Further microscopic examination revealed that the foreign matter appeared to be fuzz. The foreign matter was measured and confirmed to be within specification. The most probable root cause is user preference. (B)(4).